Event description:
It was reported that during a laparoscopic splenectomy, the jaws of the device could not open and release the tissue. No information was available as to how the device was removed. A new device was used. There was no patient injury. The device was discarded a the user facility due to contamination with (B)(6).

Manufacturer narrative:
The device was not returned to the manufacturer and was reported to be discarded.